Manufacturer narrative:
Asr may 2019 quarterly report. Exemption e2013025. The total number of events for product classification code otn is 50. Qty 13- align r retropubic urethral support system. Qty 2- align s suprapubic urethral support system. Qty 6- align to trans-obturator urethral support system- halo. Qty 2- align to trans-obturator urethral support system- hook. Qty 19- align urethral support system. Qty 8- unknown bmd women's health mesh product. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Attachment: [(B)(6) e2013025 may 2019 quarterly otn.xlsx]. H3 other text: sample not received.

Event description:
May 2019 quarterly asr report.